Event description:
It was reported that the endoscopic multifeed stapler was used during an unknown procedure. It was reported by the affiliate that the staples would not deliver. There was no consequence to the pt. 03/27/1998 additional info rec'd from affiliate. Procedure is a hernia repair. A second device was used to complete the case.